Manufacturer narrative:
Additional information: section d10 - concomitant product added. The complaint investigation for falsely elevated architect prolactin results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. In-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot number 40163ud00 and complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Accuracy testing was completed using panels which mimic patient samples utilizing an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. In this case, sample integrity issues at the time of testing could have contributed to the customer¿s observation. Based on this investigation, no systemic issue or deficiency with the architect prolactin reagent, lot number 40163ud00 was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Patient information: no further information was provided.

Event description:
The customer obtained a falsely elevated architect prolactin result. On (B)(6), 2022 sample ID (B)(6) generated an initial result of 1066.83 miu/l. The sample was retested on (B)(6) and (B)(6) generating 392 and 447 miu/l respectively. The customer¿s reference range for prolactin is: 109 - 557 miu/l. There was no impact to patient management reported.